Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the steerable guide catheter (sgc) leak. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The sgc was advanced into the anatomy. The physician started aspiration and during removal of the dilator, blood started coming out. The guide was then immediately removed. Visual inspection was performed on the guide and it was noticed that there was a crack where the stop cock gets attached. The procedure was successfully completed with another guide and the mr was reduced to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported leak appears to be related to the reported cracked; however, a definitive cause for crack cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.